Event description:
It was reported that in order to get comfortable stimulation in his calves, the patient had to increase the amplitude to an uncomfortable level in his thighs, where he experienced shocking. The patient stated that he had previously had 3 surgeries to move the lead to work in his lower legs (see MFR. Rep. # 3004209178-2010-06993). The patient was reprogrammed and was able to get a little better coverage into both calves, with decreased discomfort in his thighs. He was pleased with the new programming. All impedance values were within normal limits, and no other interventions were planned.

Manufacturer narrative:
(B)(4). Lead, model 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer, model 37743, serial# (B)(4). Recharger, model 37752, serial# (B)(4).